Event description:
It was reported to philips that a defective low voltage power supply caused geometry errors on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective low voltage power supply in the r cabinet. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).